Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a patient of unknown age and gender was going to be placed on impella cp device for mechanical circulatory support. It was reported that during the preparation of insertion the automated impella controller (aic) had a yellow alert of controller error appeared on screen. Staff tried to turn off and on a few times with no change. No patient harm or involvement was reported.